Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a boil on his back. Patient reported described like a bubble under his skin and the area is black. There was no alleged device malfunction. There is no indication of medical intervention. Patient reported removing the lifevest and that the rash is starting to heal to where it looks like a scar now.